Event description:
It was reported that a spectrum pump displayed a downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom downstream occlusion error shows. Evaluation identified multiple occurrences of downstream occlusion messages within the pump history log. Evaluation found the downstream sensor reading to be above specification with a fluid filled set loaded. The downstream tubing guide was replaced to correct this condition.